Event description:
The customer alleged that she experienced eye dryness at work when working around the sterrad. She reported that this occurred when she had her contacts in. The customer reported that the eye irritation does not occur when she wears her glasses. The customer was not wearing personal protective equipment. She also reported that her clear plastic shelves where she keeps the sterilized instruments will have a white milky film. The asp field svc engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, human reaction: capital equipment, evaluated at customer site. The fse checked the vacuum system for mist. There was none found. The fse could not find a milky white substance inside the chamber or on parts inside of the sterrad nx. The fse ran a leak back and an empty test cycle. No issues found. Conclusion: other - user guide was updated based on user reports about contact with residual hydrogen peroxide from instrument pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization. The updated user guidance has been issued.